Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) for 3 hours with a blood glucose of 17 mg/dl. Customer was treated with intravenous fluids and glucagon. Cause of low bg was unknown and customer also reported that insulin gauge was inaccurate. Tandem customer technical support (cts) reviewed pump data logs and determined insulin gauge was inaccurate; however, pump insulin gauge began to decrease as intended. Cts did not find any events of large boluses, over delivery of basal, or any instances as to why the customer's blood glucose levels resulted in a low bg. Customer acknowledged insulin gauge issue was not the cause of the low bg.